Manufacturer narrative:
Firing mechanism damaged. Based upon the info received and the visual examination, it was concluded that the instrument was returned non-function. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep right broad ligament was stapled 2 x's correctly by dr at the left side on the 2nd staple line the fire cycle was blocked and the stapler jammed. After misfiring, the instrument would not open. The stapling was correct but also no cut was made. This was done afterwards by scissors. There was no consequence to the pt.